Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a battery out limit from the insulin pump. The customer's blood glucose reading was 160 mg/dl. The customer stated that she received an off no power without a low battery alert. The customer stated that she received a low battery and it only lasted 3 days. The customer stated that she got up in the middle of the night and the pump was off. The customer stated that the battery cap is not loose, cracked or bumped. The customer was advised to insert new aaa alkaline battery. The customer was advised to clear the alarm with the escape and act buttons. The customer stated that a battery out limit alarm occur during normal use may indicate a loose battery cap. The customer will be sent a replacement battery cap. The customer was advised to monitor the pump.